Manufacturer narrative:
The gantry motion control box and positioner motion control box were returned to the manufacturer for analysis. The units were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified the positioner would not home. There was an issue with the z-direction. The positioner and gantry controller were replaced to correct the homing process. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device. It was reported that when the imaging system was booted on, it asked for it to be homed. The m button was held down, but the imaging system stalled. After holding the m button down for approximately 5 minutes, the system would not proceed into imaging mode. The unit moved left and right and then forward but not back. The imaging system had to be manually pulled back with the standard controls. The system was rebooted and there was an attempt to try the re-home process again but the gantry would only go left, right, forward but was unable to retract again at the same point. It was not possible to proceed past this screen regardless of actions taken. No patient was present.